Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: the bb shows a time/date reset after a por on (B)(6) 2016 at 12:37; deliveries resumed on (B)(6) 2016 at 01:42. A manual time change was observed from (B)(6) 2016 at 21:53 to (B)(6) 2016 at 09:53. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 500 mg/dl with vomiting and large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time and date reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.